Event description:
The initial complaint description received indicated the stylet would not advance after the first pass. The device was evaluated on the (B)(4) 2014 and the needle was confirmed broken. No information was received prior to thi to indicate this complaint involved a broken needle. It was confirmed during the device evaluation that the complete needle was not returned for evaluation. The customer confirmed that the device was not cut or forcibly removed, however, it could not be determined when the needle breakage occurred. It is most likely that the needle broke after removal from the patient or in transit during the device return. It is unlikely the needle breakage occurred during sampling. The initial complaint information received indicated a section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
The complaint information provided was as follows: "the stylet would not advance after the first pass." There were no echo-25 (echo_ devices of lot # c888857 in stock at the time of the complaint investigation. 1 x echo device of lot # c888857 was returned for evaluation. This device was returned in the original packaging and was open on receipt. Only the handle of the echo device was returned for evaluation with approx. 3cm of sheath visible below the sheath extender leur lock when the sheath extender wa positioned at reference mark 5. The distal part of the needle and sheath that was broken / missing form the device was not returned for evaluation. The stylet was not returned with the device. It was possible to advance and retract the part of the needle that was returned without issue. The needle measure approx 7cm when the handle was fully advanced. The point at which the needle broke below the sheath extender was noted to be severely bent/kinked. It was determined during the device evaluation that he cause of the needle breaking below the sheath extender is most liley due to the needle kinking at this point. As the needle was advanced/retracted the kink resulted in a breakage. The customer complaint was confirmed a the needle of the returned device was broken below the sheath extender. The needle breakage was most likely as a result of a kink which would have caused the difficulty the customer experienced advancing the stylet. This kinking most likely occurred due to product handling when removing the device from the packaging or handling of the device while attached to the endoscope. If the handle of the echo device is not appropriately handled it is possible for the sheath to become bent/kinked due to the weight of the handle. As the conditions of device usage cannot be replicated during the laboratory evaluation it is not possible to conclusively state if this is the cause of this complaint. This issue (kinking below the sheath extender) is currently being addressed and the relevant personnel have been notified. The customer confirmed tha the device was not cut or forcibly removed, however, it could not be determined when the needle breakage occurred. It is most likely that rhe needle broke after removal from the patient or in transit during the device return. It is unlikely the needle breakage occurred during sampling. Prior to distribution, all echo devices are subjected to functional checks and visual inspection to ensure device integrity. A review of the manufacturing records did not reveal a discrepancy which could have contributed to the complaint issue. It was confirmed that the patient did not experience any adverse effects due to this occurrence. Complaint of this nature will continue to be monitored for potential emerging trends.